Event description:
It was reported that a patient presented in-clinic after receiving inappropriate atp and hv therapy. Programming changes were made and the patient was in stable condition afterwards.